Manufacturer narrative:
(B)(4)

Event description:
It was reported that during ICD replacement, lead on can abrasion was observed. The area of the insulation damage was repaired with medical adhesive and suture sleeve. All electrical measurements were stable. Patient was in stable condition.